Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported through a medwatch report that pneupac¿pneupac® parapac® ventilator reportedly ran out of oxygen during cardiac catherization. The portable ventilator failed to operate due to low psi in the oxygen tank. Additionally, it was reported that the patient was resuscitated due to the incident, but then reported that the patient passed away due to the low oxygen level. Additional information has been requested, but not yet received.